Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lung resection procedure, the surgeon was preparing to fire the device initially and prior to being placed on tissue, the cartridge fell out when articulated. The second device repeated the same issue. The surgeon then pulled a third device and it fired correctly to continue the procedure. There was no patient consequence. The devices were not fired on the tissue of the patient at the time of the nuisance.